Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test due to loose and or protruded drive support disk. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer's pump was returned for unknown reason. No further information provided.